Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the device was opened and the activation was checked, the jaws could not open. A new product was opened and the procedure was performed. The event occurred during the procedure but the product was not used for patient.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing carried out by engineering found that there were no abnormalities that would cause or contribute to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.